Event description:
It was reported that device had early battery depletion. The device was explanted and was replaced. No patient complications have been reported as the result of this event.

Manufacturer narrative:
Product event summary continued: this device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5071-35 implantable pacing lead: (B)(6) 2009. 5076-52 implantable pacing lead: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4). The device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.